Event description:
(B)(4). Prolapse bladder, endosmosis, bleeding problems, heavy period, bleeding between periods, over 10 day periods, painful intercourse, lots of water weight, hysterectomy, three bladder surgery.